Manufacturer narrative:
The customer complained that the driveshaft is stuck/jammed in the autopulse platform (sn (B)(6)) was confirmed during the functional testing. The root cause of the reported complaint was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The clutch plate was deburred to remedy the problem. Upon visual inspection, no physical damage was observed on the platform. The archive data review indicated several user advisory (ua) 45 (not at "home" position after power-on/restart) messages around the reported event date. The autopulse platform failed functional testing due to (ua) 45 displayed upon powering on. The (ua) 45 message is related to the customer-reported complaint because the autopulse platform triggers (ua) 45 when the driveshaft is not at its home position. The (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the sticky driveshaft clutch interrupted the user from rotating it to its home position. The clutch was deburred, and the drive shaft was rotated to the "home position" to address the reported complaint and (ua) 45 message. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(4).

Event description:
During the shift check, the driveshaft on the autopulse platform (sn (B)(6)) was stuck/jammed. When the device was turned on, the customer observed no user advisories. No patient involvement.